Manufacturer narrative:
No prod will be returned for eval.

Event description:
In 2008, the pt reported she is having issues with the adhesive of a box of infusion sets. She stated she had to apply a lot of pressure to get the adhesive to adhere to her skin and within a few hrs the adhesive would release. She would then replace the headset and the issue would occur again. No physiological effects were reported. The pt began use of a new box of infusion sets and has no issues with the adhesive. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt did not retain the prod to be returned for eval and no longer has the lot or expiration info. No prod will be returned.